Event description:
It was reported that the device was explanted due to premature battery depletion. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The complaint of premature battery depletion was not verified. The device could not be interrogated with the programmer. Further analysis was not performed.